Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 it was observed that the wire sleeve had a broken spring at the end of the procedure. The procedure and patient outcome are unknown. There is no further information available. This report is for one (1) 8.5mm/2.8mm wire sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 312.080, lot: l086716, manufacturing site:hägendorf, release to warehouse date: 20.sep.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that the spring of the drill sleeve is missing. Additionally, the device has some tool marks on the handle. Otherwise, the item is in a good condition. Document/ specification review: the manufacturing review shows that this instrument was manufactured in september 2016 according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents, the device was inspected to 100% before the part left manufacturing site, see also inspection sheet. Summary: the complaint condition cannot be confirmed due to the missing spring. Nevertheless, this complaint will be rated as confirmed due to the wear and tear marks on the received device. During the performed evaluation no manufacturing related issue could be detected. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to limited detailed information and the missing spring. We are aware that this is very delicate spring which requires extra caution during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.